Manufacturer narrative:
Investigation summary: one empty tray sample and photos received by our quality team for investigation. Through visual inspection, it can be observed the plastic tray is discolored and damaged. No holes or perforations are identified in the sample. The tray was provided opened without product inside. A device history review was performed for the reported lot 2310017, 2212081 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This incident can be produced during thermo-forming of the film for the tray of the product. If the film is exposed to high temperature more time than required, film can be damaged causing the visual defects noticed in the samples provided by customer. Sterility is not compromised if there is no hole in the tray. The given sample was inspected not finding any hole in it. A project will be initiated to verify if the sterilization process affects the aspect of the tray. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional informtion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50ml ll convenience tray package was damaged the following information was provided by the initial reporter: in a total of 7 packs, the secondary packaging, i.e. The convenience pack, was damaged at the corners. Some of the inner plastic layers, i.e. The side with which the syringes come into contact, had flaked off. From the outside, the material appeared to have been exposed to greater heat. There are no holes in the material.